Manufacturer narrative:
(B)(4). Batch # t5dc19. Additional information was requested, and the following was obtained: where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Surgeon doesn't recall. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was the device difficult to close? Yes. Was a complete transection of the cutting washer visually confirmed? No. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Surgeon could not answer. Were there staples missing from the staple line? Surgeon could not answer. Was there any patient consequence as a result of the procedure being prolonged two hours? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current status of the patient? Patient is fine as of two days ago. Device analysis: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway  washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a robotic sigmoid colectomy they were trying to complete the rectal anastomosis, the device was fired, and it was noticed that at the distal end there was loose tissue. Surgeon didn't feel as though they got both donuts. The washer crunched but the surgeon was certain the firing sequence was completed. The surgeon went back in and took a look and visually saw that it didn't staple and close correctly. That portion of the procedure had to be redone using a competitor¿s device. There were no patient consequences reported. The procedure was delayed by two hours.